Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience v stent in the proximal right coronary artery. One year post stenting procedure, the patient experienced a worsening of his pre-existing heart failure. The patient was re-hospitalized and treated by infusion of medication. The patient was discharged; however, the condition continues. In (B)(6) 2012, the patient was re-hospitalized for a worsening of his pre-existing heart failure. The patient was treated with an infusion of medication and discharged; however, the heart failure continued. In (B)(6) 2013, the patient was again re-hospitalized with a worsening of his pre-existing heart failure. He was treated with an infusion of medication and discharged; however, the heart failure continued. In (B)(6) 2013, the patient was hospitalized again for a worsening of his heart failure. The heart failure was treated with an infusion of medication; however, his heart failure continues and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.